Manufacturer narrative:
Event date approximate. Explanted date is approximate. Other relevant device(s) are: product ID: 3389s-40, lot#: va13jyb, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Ubd: 04-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was a red line following the lead wire. An infection was confirmed at the lead area and the ins system was removed. No further complications were reported or anticipated with this event.